Event description:
During a coronary drug eluting stenting procedure, the shaft fractured. The leison beging treated was located in the diagonal (dx) artery and was not pre dilated. A taxus express2 2.75x8 mm drug eluting stent had to pass through a previously placed stent located in the left anterior descending artery. Upon insertion of the taxus stent, the hypotube was possibly kinked and the physician decided to remove the stent delivery system (sds). Upon removal, the shaft broke distal to the hypotube. The stent was barely hanging on to the sds but was removed completely. No pt complications were reported. The procedure was successfully completed with another or the same device.